Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received compromised force sensor system on insulin pump and experienced high blood glucose level. The customer¿s blood glucose level was 321 mg/dl. The customer was assisted with troubleshooting. Customer reports insulin squirting out during the prime process. The drive support cap appears normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.